Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The overall baseline gender/age characteristics is male/61 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿outcomes of cryoballoon or radiofrequency ablation in symptomatic paroxysmal or persistent atrial fibrillation.¿ europace. 2019 jun 14. Pii: 5519195. Doi: 10.1093/europace/euz155. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complication/malfunction during the use of a cryoballoon ablation catheter: there were patients with complications prior to discharge and after discharge; the article differentiates when the complications occurred; however, the article also claims that ¿given the cumulative reports of events at follow-up, it was not possible to divide the adverse events into those related to the initial ablation procedure or to additional repeat ablation procedures during follow-up.¿ there were patients with pulmonary and systemic embolisms. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The status/disposition of the cryoablation catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.